Event description:
Resident reported that the tip of the needle had broken off when he secured it with the needle holder. The tip could not be found. Imaging was contacted and an x-ray was obtained which showed no unexpected radiopaque items in the patient's wound. No harm noted to the patient.